Event description:
The patient's ventilator started alarming frequently "patient unable to exhale". All filters and heat and moisture exchanger (hme) were replaced on the ventilator circuit. The exhalation valve was checked and was properly in place. Patient was then bagged while the ventilator was calibrated. The ventilator would pass the flow sensor test, but did not perform a leak test. At this time, the ventilator was replaced.